Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an itchy rash. The patient's medical professional recommended an over-the-counter cream to use on the rash. Follow-up indicated that the rash was still itching, but that he would continue wearing the lifevest.